Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a blood glucose (bg) level that ranged from 500-600 mg/dl; cause was unknown. Customer changed the infusion set to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.